Event description:
The device was implanted within the left subclavian, on 1/6/97, for infusion of navelbine to treat metastatic lung carcinoma. The pt was discharged to home. On 3/6/97, facility nurse contacted a MFR nurse and reported that pt was readmitted to the hosp via ER, on 1/7/97, after dyspnea, and found to have chest x-ray showing pneumothorax. A physical exam on admission showed some slight expiratory wheezing and decreased breath sounds over the right lung with chest tube in the left side. Cardiac was regular. A chest tube was placed to suction and she had re-expansion of her lung. Chest tube was removed and there was no recurrent pneumothorax noted on 1/9/97 chest x-ray. The pt received 30 mg of navelbine, single dose, after premedications of zofran 8mg, torecan 10 mg. Follow-up will be set in the oncology clinic for weekly navelbine and daily xrt. The pt remains on megace versus marinol for treatment of cancer associated cachexia. Exam on discharge shows she was afebrile, bilateral breath sounds with crackles left base. Right side clear, distant wheezing. Cardiac regular, abdomen is soft. No edema.